Manufacturer narrative:
(B)(4). Fiber analysis: the glass cap is detached and is broken proximal to the fusion zone; glass cap not returned to MFR. There is detritus noted on the metal cap surfaces. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure "fiber damaged at tip". The procedure was completed with a second fiber. No report of pt or end user injury.